Manufacturer narrative:
Complaint no: (B)(4). This complaint for system error 2367 is not confirmed because the cause is undetermined, the sample was not returned for evaluation, and a batch review was not performed to confirm the problem.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2367 during initial drain (ID) on the home choice (hc). The caregiver (cg) stated the hc had not primed, but she got the system error. The technical service representative (tsr) asked if she had pressed go because it said ID. The tsr assisted in getting the cassette out. The cg would start over with new supplies. Product surveillance (ps) spoke with the caregiver (cg) on (B)(4) 2013, regarding the system error 2367. Per the cg, the homechoice (hc) did not prime but the screen displayed initial drain. The cg stated the home patient (hp) did not connect to the setup and they did not notice anything out of the ordinary with the set up at the time of the alarm. They discarded the supplies and started over with new supplies. The cg did not feel there was anything wrong with the cycler and stated the hp completed therapy without any problems with the new supplies. There was patient involvement, but no patient injury or medical intervention was reported.